Event description:
It was reported that the patient underwent a gynecological procedure on an unclosed date at an undisclosed location and a mesh product was implanted into the patient to treat sui/pop. It is also reported that the patient experienced pain, erosion of internal tissues, and has undergone additional surgeries and revisionary procedures. No additional information is provided at this time.

Manufacturer narrative:
A review of the batch manufacturing records was conducted and the batch met all finished goods release criteria.

Manufacturer narrative:
It was reported that the patient underwent a gynecological surgical procedure on (B)(6) 2007 and mesh was implanted.

Manufacturer narrative:
(B)(4). Conclusion: no conclusion can be drawn at this time. Should additional information be obtained, a supplemental 3500a form will be submitted accordingly.

Manufacturer narrative:
(B)(4). It was reported by an attorney that the patient underwent a gynecological procedure on (B)(6) 2007 and a mesh was implanted due to sui. It was reported that patient underwent a&p repair on (B)(6) 2007 due to pelvic relaxation, cystocele, and rectocele. It was reported the patient underwent mesh removal on (B)(6) 2015 due to erosion. No additional information was provided.

Manufacturer narrative:
Please review attached for investigation results. (B)(4).